Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The reported event was confirmed by the service technician who performed the evaluation. On 4 september 2019, it was reported that a mesher was damaged and can only turn left with the ratchet. The customer returned a zimmer skin graft mesher serial number (B)(6) for evaluation. Evaluation of the device on 16 september 2019 noted that the device needed new sideplates, a new roller, comb, and roller gear. None of the pretests were performed with the device. At the time of the investigation, the device had still not been repaired and was waiting on a customer approval. The device was tested and inspected. While the service technician found that the device needed new sideplates, a new roller, comb, and roller gear, it cannot be determined from the information provided as to what caused these components to break down. In addition, there was no mention of the device not properly ratcheting. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that a skin graft mesher got damaged and can only turn left with ratchet. No adverse events were reported as a result of this malfunction.